Manufacturer narrative:
Implanted approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: in approximately (B)(6) 2012, patient was implanted with matrix construct. Six week later x-rays showed two screw heads slipped off the rod. At this time patient experienced no pain but there was a creaking in his back. Patient returned to or on (B)(6) 2012 with the aim of removing the rods and placing 2 new rods in and investigating what may have caused the slippage. It was found that both l4 screws had become polyaxial again, the locking caps had cold welded in both heads. With the lc removal technique we were able to remove the right sided one but the left sided one stripped rendering us unable to remove the l4 screw on the left. The rest of the screws were left in place. A longer rod was placed on the right side with new locking caps, construct was locked down and a shorter rod was placed on the left only, connecting the l5 and s1 screws leaving the l4 screw free. This is 5 of 6 reports for this event.